Event description:
Baxter product surveillance received notification of an incident from the international affiliate in 2006. Baxter reported leakage around the clamp. The sample is available and has been requested. No patient injury or medical intervention was associated with this incident per the international affiliate.